Event description:
Red up/down knob is cracked.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: the complaint states that the red up/down knob is cracked. The investigation confirmed that the size locking knob had cracked as reported on both devices. The failure of size locking knob cracking is due to the over-moulding is suspected to be associated with residual stresses in the polymer. The polymer used has now been changed from (B)(4) as a running change for future batches. The new material is less likely to crack due to it being a glass filled material which is less susceptible to residual stresses and is resistant to crack propagation. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.